Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using 2 prostyle devices with an 8f sheath after an endovascular therapy procedure. Reportedly, with the first device, a cuff miss [suture retrieval issue] occurred. The second prostyle device was successfully deployed; however, complete hemostasis was not achieved. An additional prostyle was required to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.